Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high out of range impedance on the superior vena cava (svc) coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the svc coil was programmed off. The rv lead later alerted for high out of range impedance in the rv coil. The rv and svc coil were found to be increasing and varying. The lead was suspect of a fracture. The lead was capped and a new lead was implanted.